Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed competitive atrial pacing, automatic mode switch and far r oversensing on the pacemaker. No changes or interventions were performed. The patient condition was unknown.